Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. Several attempts were made to cross the lesion but the stent strut was damaged and could not perfectly position to the vessel wall. The stent was removed with 1.5 rotalink and the procedure was completed with another 2.50 x 28 synergy drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.50 x 28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. Several attempts were made to cross the lesion but the stent strut was damaged and could not perfectly position to the vessel wall. The stent was removed with 1.5 rotalink and the procedure was completed with another 2.50 x 28 synergy drug-eluting stent. No patient complications were reported.